Manufacturer narrative:
The reported symptom (blank screen) was confirmed with testing. An external visual inspection showed no signs of physical damage. Verify display functionality failed, upon turning on the cycler the buttons were lit up but the screen was blank. Cause of failure was due to the inverter board transformer is shorted; there was evidence of burn damage on the transformer. A known good inverter board was installed and the display worked as intended. The issue will be resolved by replacing the inverter board in production. There were no discrepancies encountered during the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient and patient contact reported to technical services that the liberty select screen ¿went out¿. There was no power outages or power surges reported. The patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. A replacement cycler was offered. Follow up with the patient indicates that there was no complications encountered and that no treatments were missed.